Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
Per the clinic, the device was explanted (B)(6) 2016 due to a cholesteatoma. There are plans to reimplant the patient. However this has yet to occur as of the date of this report, (B)(6) 2016.